Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.

Event description:
Boston scientific received information that the patient was in the hospital's intensive care unit due to worsening heart failure symptoms. The physician contacted boston scientific technical services (ts) as they were unable to establish telemetry with the cardiac resynchronization therapy defibrillator (crt-d) device. Further evaluation found that they were unable to hear tones from the device even when placing a magnet over it or with a stethoscope. The field representative was contacted and yielded the same results. The field representative noted that he was able to visualize the device and confirmed that it had not been changed out to a different manufacture. The physician was concerned that the device reached end of life (eol), which would be earlier than expected. It was noted that the patient had a cat scan, but no other tests or procedures had been performed since the last interrogation. Review of the remote home monitoring system revealed that no interrogations had occurred for over four weeks and the last remote interrogation included a pacemaker mediated tachycardia (pmt) episode. Ts recommended that the crt-d device be explanted. Subsequently a revision procedure was performed where the device was explanted. Testing of all the leads showed good measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.